Manufacturer narrative:
(B)(4). Device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient went in for a refill on (B)(6) 2011. The physician assistant (pa) heard the critical alarm going off. The pa checked the pump logs and found that the patient had a motor stall. The patient had an MRI on (B)(6) 2011 where the motor did stall and recovered a couple hours later. The motor stalled again on (B)(6) 2011 and did not recover until (B)(6) 2011. It stalled again on (B)(6) 2011; the logs did not show the pump recovering from the (B)(6) 2011 stall. A "stopped pump period may exceed tube set" message was seen for both the (B)(6) 2011 and (B)(6) 2011 stalls. The patient was exhibiting increased pain. The pa put the pump in stopped pump mode and gave the patient oral morphine. The pump had been delivering morphine 30 mg/ml at 15 mg/day. The pump was replaced. The new pump was started at 5 mg/day of 30 mg/ml of morphine. It was noted that the patient did not have anything new in their environment that may give off magnetic interference. The patient recovered without sequela.